Manufacturer narrative:
D5,d6; h2,3,4,6; g4: added additional info. D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, good; condition of anvil shroud, good; condition of cartridge, good; condition of driver, good/extended; condition of earmuff, good; condition of head, good; firing lever position, open/unfired position; rotation, open/unfired position; staples present, no and trigger position, good. Functional tests & results: articulation, yes; closure force, normal and instrument cycled, yes. Analysis conclusion: no conclusion could be rached as to why reported "staple line came apart" or as to why "surgeon heard crack when firing ax55g" during surgery. It could not be ascertained as to where or when staples had been fired. It should be noted that adequate inspection and control points exist in the mfg line along with laser vision inspection system that detects missing staples and empty instrument. Cartridge assembly and drivers were noted to be covered with dried body fluids. Instrument was examined and was found to be functional. Instrument was opened, closed, and cycled repeatedly without incident. Dried body fluids were rinsed free from cartridge and drivers before staple reloading could take place. Instrument was then reloaded, cycled, fired, and formed all staples without incident. Staples were measured and were found to be within specifications. Co strives to understand each incident as it occurs in order to continuouly improve co products. It should be noted that stingent inspection and control points exist in mfg line along with laser inspection system that detects missing staples and empty instruments. Staple loading process was reviewed and demonstrated very high degree of reliability.

Event description:
It was reported the device was used during a low anterior resection. It was reported the surgeon heard a crack when firing the ax55g. It was reported the staple line came apart, but it was unknown if there were any staples in the device. The surgeon hand sewed the rectum to complete the procedure. This took 30 minutes. There was no consequence to the pt.